Event description:
The controller was replaced on (B)(6) 2021 with the patient's backup controller at a clinic visit due to broken bend reliefs on each power cord. The exchanged controller remained as the patient's backup and there were no concerns with its function.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange on (B)(6) 2021 was confirmed via analysis of the submitted log file. Controller event log file contained data spanning between (B)(6) 2021 and (B)(6) 2023 per the timestamp. The log file captured that the driveline was disconnected on (B)(6) 2021 at 9:07:21 and that the controller was turned off shortly after; these events are consistent with the controller being exchanged. The pump maintained a speed above the low speed limit while the driveline was connected. The reported damage on the strain reliefs of the power cables could not be further investigated as the heartmate 3 system controller (serial number: (B)(6)) was not returned for evaluation. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 05dec2017. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the controller power cables for damage. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that log file review found that the driveline was disconnected on (B)(6) 2023 to exchange the controller.